Manufacturer narrative:
B5: the issue was found during disconnection from peritoneal dialysis therapy. H10: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection of the video noted a separation between the female connector and the main body of the twist clamp. The reported condition was verified. The cause of the condition was related to an inadequate solvent bond between the female connector, insert chip, and main body of the twist clamp during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body (light blue portion) of the peritoneal dialysis (pd) transfer set. This issue was further described as, ¿transfer set main body came loose and unable to connect and disconnect properly." This occurred during use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.